Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure. The attending physician attempted to use a salivary stone extractor basket sseb by introducing the device to capture the stone. It was realized that the salivary duct was too small to remove and when physician tried to release the basket it wouldn't release from the stone. The physician consulted another physician and was told to cut the wires on the distal end of the handle and remove the basket using that method. The physician did a cut down technique to remove the basket. No part of the device remained inside the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use; specific item was addressed such as: "access calculi and other foreign bodies prior to instrument deployment to ensure that the object is not too large to be removed through the anatomy." Based on the investigation evaluation, there is no indication that a manufacturing process related failure mode contributed to this event. Based on the information provided and the results of the investigation, a root cause of the event was found to be related to the patient condition. Appropriate measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.